Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. The analysis found that the imaging system was functioning as designed as the viewing station of the imaging system was not connected at times of powering on which would not initialize 2d image acquisitions. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
On (B)(6) 2017 a medtronic representative went to the site to test the equipment. Representative reported that the image acquisition system (ias) goes into initialization. The system would time out and restart. The medtronic representative attempted to abort system shutdown but the site allowed the system to shutdown. When image acquisition system (ias) was rebooted after allowing the system to shutdown, the imaging system was working normally. A system checkout was performed. System passed all testings and is functioning normally. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure the pendant on the imaging system displayed a "initialization please wait". Representative reported that this happened multiple times and rebooting the image acquisition system (ias) and mobile view station (mvs) resolved the issue. The surgery was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.